Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 467 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. It was reported that on three separate occasions, the display unexpectedly went blank. Nothing further was reported.